Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic cholecystectomy with a pelvic mass removal and the tissue pad from the harmonic fell off completely into the patient. The tissue pad was retrieved through visualization through the trocar. It was not reported how the procedure was completed but there was no consequence to the patient.

Manufacturer narrative:
(B)(4). The instrument was received in good visual condition with the tissue pad detached and it was not returned. The instrument was connected to a handpiece and a gen11 and it was tested, the device did activate. Based on the condition of the tissue pad a probable cause for this type of damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the blade and the tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is activated without tissue between the clamp arm and the blade. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the clamp not in according with the IFU can also result in the removal of the pad during use.